Event description:
The pt called lifescan and alleged the surestep original meter was reading inaccurately high. The readings obtained were 138 mg/dl and 300 mg/dl within 20 minutes. The pt did not report any symptoms of high or low blood glucose, nor did the pt seek any medical attention. The customer care rep performed troubleshooting and the test strips did not react or change color. The pt was unable/unwilling to describe the room temperature or humidity. The memory was checked and the readings reported did not match the readings in the memory. Based on statistical methodology, the calculated difference of the reported glucose results exceeds the expected value of <==20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. This is also a strip malfunction due to the strips not reacting as expected. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.